Manufacturer narrative:
The serial number has not been provided. This information will be provided in a supplemental report if made available. As the serial number has not been provided, the device manufacture date has not been determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Service has not been provided.

Event description:
Livanova (B)(4) received a report that the s5 system displayed a "sensor module defective" alarm and displayed a symbol for the s5 gas blender system during a procedure. The user suspected flow issues and noticed that the pco2 value on the blood gas analyzer was high. The gas blender was changed out for the rest of the procedure. There was no report of patient injury.